Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/02/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a dental surgery on unknown date and the suture was used. The thread was broken on the crimp during the procedure. Another like suture was used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/21/2020. Additional h3 investigation summary: it was received for analysis an empty opened foil and a suture piece of product code xcvr2289, lot ak4704. During the visual inspection of the sample, the suture piece was examined, and the ends are not broken, their cut appears to be due to the use of a surgical instrument. Due to the condition of the sample, the functional test cannot be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the performance - breakage suture was an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.